Manufacturer narrative:
The reported condition of failure code 568.320.844 was confirmed but not duplicated. The reported condition is due to a faulty uim pcb (user interface module printed circuit board). The uim pcb was replaced to correct the reported condition. (B)(4)

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with fail 568.320.844. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history on september 2, 2010, it was determined that the reported condition occurred during delivery.